Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced ongoing low blood glucose (bg) levels of 40 mg/dl. Reportedly, the customer alleged the pump settings needed adjustment. Customer consumed food to address low bg. Recommendation was made to discuss diabetes management with a health care professional.